Event description:
It was reported that an altitude alarm occurred. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse impact to customer's blood glucose. After removing the obstruction from the speaker holes, the alarm cleared.